Manufacturer narrative:
The revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2016. Revision due to infection.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to infection.